Manufacturer narrative:
This is report 1 of 2 for this event, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no contact phone number or complete address provided. The product information was not provided by the reporter. Therefore all relevant information such as the device serial number and date of manufacturing could not be obtained for this event. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an osteotomy surgical procedure, ¿after using the perforator", when the surgeon attempted to use the craniotome device with a cutter device, "he felt something strange and failed it¿. According to the reporter, the surgeon attempted to connect the devices. However, the ¿devices were integrated into one and could not be removed¿. The surgical procedure was completed successfully using an alternative spare device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment of the burr device was performed which concluded that this device was reused. The surface of the metal exhibits a high level of oxidation from exposure to water vapor or a chemical. This frequently occurs when the device is re-sterilized prior to an additional use. The oxidation increased the diameter to the burr shank so that when it was assembled it became lodged in the attachment. All cutting burrs are labeled for single use only. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.